Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(4) male pt, the device inappropriately shut down. Complainant indicated that the clinician was able to power on the device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.